Event description:
Pt reported that they have been experiencing periodic high blood glucose (- 500 mg/dl) since switching to the device. They indicated that the high blood glucose episodes seem to correspond with the device's buttons being unresponsive. Pt stated that the device's buttons work properly while in the run mode, but do not appear to function while in the stop mode. Pt stated that the device has generated an "end of temporary basal rate" error 3 - 4 times, during the past month. They indicated that they do not know how to set a temporary basal rate. Pt self-treated by switching to their back-up device.